Event description:
A non-healthcare professional reported that the during flap creation, the opaque bubble layer appeared in the right eye resulted to sticky flap during lasik surgery and there was no reported patient harm and medical intervention. There are multiple related reports for this event. This report addresses the patient unknown, right eye and additional manufacturer reports will be filed for the other patients.

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in b.5., d.9., h.3., h.6., and h.11. A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite showed no abnormalities that could have contributed to this event. The device was successfully verified prior and after the day of event. Most recent onsite visit from field service engineer, field service engineer performed and signed service installation record. System meets specification as per service installation record. The review of logfile for the day of treatment shows all laser system functions were within specifications. The treatment of the patient's right eye was finished successfully without any issue. No relevant deviation between planned and performed energy is detectable for the reported treatment. The user operated within the recommended energy settings. The thickness of the flap was thinner than the recommended flap thickness. Review of the logfiles for the treatment day shows no warning or error messages. No technical root cause could be identified during logfile review. The system was working within specification. No part is expected to be returned to manufacturer for evaluation. No root cause for the reported event could be determined, as the device was found to meet specifications. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the during flap creation, the opaque bubble layer appeared in the right eye resulted to sticky flap during lasik surgery and there was no reported patient harm and medical intervention. There are multiple related reports for this event. This report addresses the patient unknown, right eye and additional manufacturer reports will be filed for the other patients.